Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that the surgeon was using an intraline titanium anchor for closing a total hip procedure. While implanting the anchor, it broke in half at the top 10%. Allegedly, the anchor was deep enough to leave implanted and use correctly.